Event description:
Patient to undergo an MRI scan of the lumbar spine. Patient has an implanted cochlear device. Per manufacturer recommendation, the patient was scanned on a 1.5t unit and underwent implant head binding (head wrap). Despite these precautions, the patient experienced severe pain at the implant site and the exam was aborted immediately. Once patient was removed from the scan room, her pain subsided. FDA safety report is # (B)(4).